Manufacturer narrative:
(B)(4). The starclose se device was used in a calcified vessel. Per the instructions for use: no not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 5f sheath after percutaneous transluminal angioplasty. Reportedly, the starclose se clip was deployed. After the starclose se device was removed, a part of the sheath was sticking out of the puncture hole. The piece of sheath was removed. Hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported sheath detachment was confirmed. The returned device condition indicates a sheath split issue may have occurred. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint handling database found similar incidents from this lot reported for issues with the sheath split. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.